Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that can't start system. Fse examined the system and found that the host pc cannot be powered on, and the system cannot be turned on intermittently. Fse replaced the host pc and installed new software. After replacement of host pc and reinstallation of software, system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.

Event description:
It has been reported to philips that the device was not powering on. The system was not in clinical use at the time of the event. There was no reported patient or user harm. Philips has started an investigation of the complaint.